Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that three weeks after dental implant was placed in ada site 12 in the patient¿s mouth non osseointegration was observed. The patient presented bone type IV. The clinician reports insufficient bone quality. The clinician reports the patient had pain, inflammation, swelling and periodontal disease at this time of the event. The device will be forwarded to the manufacturer for investigation. There were no further patient complications reported.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that three weeks after dental implant was placed in ada site 12 in the patient¿s mouth non osseointegration was observed. The patient presented bone type IV. The clinician reports insufficient bone quality. The clinician reports the patient had pain, inflammation, swelling and periodontal disease at this time of the event. The device will be forwarded to the manufacturer for investigation. There were no further patient complications reported. (B)(4).